Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1710034-2023-00577 was sent in error. (Catheter kinking / bent during insertion) is not considered to be a reportable malfunction. MFR#: 1911916-2022-00345 is void as a result.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter was kinking during insertion the following information was provided by the initial reporter, translated from french: catheter difficult to assemble, painful for the patient with the needle that pierced the bent catheter. After studying the practices of the nurses, it does not seem that this is due to a misuse. I was able to isolate 1 batch out of the reported aes: batch 2336756.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter the needle pierced the bent catheter. The following information was provided by the initial reporter, translated from french: catheter difficult to assemble, painful for the patient with the needle that pierced the bent catheter. After studying the practices of the nurses, it does not seem that this is due to a misuse. I was able to isolate 1 batch out of the reported aes: batch 2336756.